Event description:
A consumer reported having essure inserted for birth control. She reported having medical problems from the day it was put in. Pain was very terrible when she woke up after the procedure. The doctor told she could go to work right away, but she was in bed for a week. She experienced pain every day, pain to urinate, feeling like she had to pee every 5 minutes, had to pee constantly, urinary tract infections, sharp shooting pain to toes during last 2 months before removal of essure, night sweats, constant fever, constant rash and itching similar to diaper rash in vaginal area and swelling in stomach. She was given prescription of gabapentin for nerve damage, nortryptiline, flagyl, doxycycline, hydrocodone, flexeril, ciprofloxacin and pain medications which never helped. She ended up having hysterectomy by laparoscopic procedure. During surgery essure coils were in fallopian where they were supposed to be. Rash went away 2 weeks after essure removal. All symptoms went away after hysterectomy.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.